Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement.

Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Patient in (B)(6) noticed redness an secretion at the percutaneous endoscopic gastrostomy (peg) stoma site. Patient developed infection of stoma site with (B)(6). Additional information on (B)(6) 2016 stated that the infection at the stoma site was treated with klavocin (acidum clavulanicum). A follow up performed with duodopa nurse indicated that patient is not taking klavocin anymore and redness and sections are resolved.